Manufacturer narrative:
(B)(4). Batch #t94f8e. Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand piece and functionality tested on a gen11. During analysis, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient use may compromise the device integrity or create a risk of contamination that may result in patient injury or illness. If the device is connected to a different generator, an alert screen will be displayed indicating, ¿adaptive tissue technology features are not available in this device.¿ no "reactivate / continuous activation / unspecified alert screen received" issues could be identified at any time during testing. The device was disassembled to inspect the internal components, and no anomalies were noted. A manufacturing record evaluation was performed for the finished device, and the manufacturing criteria were met prior to the release of this lot/batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a laparoscopic nissen, the harmonic generator was giving error codes reading, "reactivate handpiece." There was a spontaneous activation of energy when no one was activating device. They tried two new generators, and two new handpieces, but the generator kept reading, "no uses remaining." They finished the case with a different device. There were no patient consequences.